Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm, unexpected suspend, sensor glucose vs. Blood glucose. The customer reported blood glucose value of 445 mg/dl. The customer reported hyperglycemia, treated with manual injection/insulin pen, ems/ambulance/ER visit, hospitalization: overnight stay. Customer reported the following led up to the event: insulin flow blocked alarm which lead to high blood glucose document treatment for high blood glucose: manual injection/ER visit/hospital stay document type of diabetes: type 1. The event involved product(s) mmt-342, mmt-1884, mmt-431a, mmt-7040a. Troubleshooting was performed. Customer reported a past insulin flow blocked alarm. Customer reported insulin flow blocked alarm (past/resolved event).issue was resolved. Customer reported high blood glucose. Customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. Explained sensor may have no longer been responding to glucose changes. It was unknown if the customer using pump with in 48 hours. It was unknown if the auto-mode feature was active. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-1884. No product return is required for mmt-431a. Product return requested for mmt-7040a. Customer declined to return, or is unable to return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.